Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic pneumectomy, the cartridge pan came off when the cartridge was loaded into a device. No pieces fell into the patient. The device was used on the lung. After removing the cartridge pan, another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.